Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 60 mg/dl. The customer was assisted with troubleshooting. Customer stated that whenever they press on the up key, the whole screen goes white, resolves the issue each time when customer holds the power button or force restart. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the insulin pump was bumped, dropped and was in an accident. The devise will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Device was monitored and no missing segments or display anomalies noted.